Event description:
It was reported that the high capture threshold measurements increased. Technical services reviewed device data and determined the test failed to measure the threshold due to low evoked response (ER). Further evaluation was recommended. A revision procedure was performed and the right ventricular (rv) lead was found to be dislodged and the rv lead was explanted. Subsequently, the physician opted to place another lead on the rv septum left bundle place. Upon trying to reposition the new lead, the helix was noted on fluoroscopy to elongate. Gentle traction was continually applied until the helix broke free within the rv septum. The helix remnant was abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.